Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. It was reported that the battery compartment was cracked and the cap was unable to tighten properly on to the pump. The reporter noted that the battery cap was undamaged and there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no related evidence of an intermittent power issue. The battery compartment was observed to be cracked. The returned battery cap threads were damaged and the cap was unable to properly secure to the pump; a power issue was not observed. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and removed from the case and no evidence of moisture or loose components were observed inside the pump. Unrelated to the initial complaint, the audio bolus button was unresponsive. The audio bolus button cover was missing the white slug component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.